Manufacturer narrative:
The event of capsular contracture (grade iii/IV) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (grade iii/IV). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported capsular contracture (grade iii-IV) on the right side. Device has been explanted.